Event description:
Information received from the field does not address the patient's clinical status but notes that a post-implant follow-up found the device operating in vvi, even though the telemetry strip stated ddd. Dashes (---) were noted for the rate and several other parameters. The device could not be programmed and measured data was abnormal for the voltage and cell impedances. After return to standard was pressed, attempts to program to the ddd mode were still unsuccessful.